Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), stillbirth ("stillbirth"), amniotic cavity infection ("acute chorioamnionitis") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") in a 30-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included breast cancer, pulmonary embolism since (B)(6) 2016, gram-negative bacteremia since (B)(6) 2016, pneumonia since (B)(6) 2016, urinary tract infection since (B)(6) 2016 and sepsis since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced stillbirth (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amniotic cavity infection (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with enoxaparin sodium (lovenox) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, stillbirth, amniotic cavity infection and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as stillbirth. The vaginal delivery occurred on (B)(6) 2016. The reporter considered amniotic cavity infection, pelvic pain, pregnancy with contraceptive device and stillbirth to be related to essure. Diagnostic results: 28jan2016, us pelvis impression: single viable intrauterine pregnancy at 6 weeks and 1 day. Chest x-ray showing left upper lobe pneumonia. (B)(6) 2016, diagnosis: mild to moderately macerated male fetus of 32 weeks gestational age with no gross external phenotypic abnormalities (gross diagnosis only) diagnosis: a. Placenta (vaginal delivery): 215 gram 32 week placenta with perivillous fibrin deposition - acute chortoamnionitis, mild three vessel umbilical cord with congestion. Concerning injuries reported in this case the following ones were described in patient medical records: stillbirth, pregnancy with contraceptive device and amniotic cavity infection. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Events added: pregnancy (stillbirth or miscarriage), acute chorioamnionitis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), stillbirth ("stillbirth"), amniotic cavity infection ("acute chorioamnionitis"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/pregnancy (no complications),"), bipolar disorder ("bipolar disorder"), epilepsy ("epilepsy"), schizophrenia ("schizophrenia"), brain neoplasm ("brain tumor"), breast cancer ("breast cancer"), seizure ("seizures"), device dislocation ("migration of essure device location of device: stomach"), haematochezia ("blood in stool"), thrombosis ("blood clots") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 5. Concurrent conditions included breast cancer, pulmonary embolism since (B)(6) 2016, gram-negative bacteremia since (B)(6) 2016, pneumonia since (B)(6) 2016, urinary tract infection since (B)(6) 2016, sepsis since (B)(6) 2016, body mass index normal and hypertension. Concomitant products included metoprolol, pantoprazole (protonix), phenytoin (dilantin), rivaroxaban (xarelto) and warfarin sodium (coumadin). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced haematochezia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and nausea ("nausea"). In 2011, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2012, the patient experienced epilepsy (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), cystitis ("bladder infections"), urinary tract infection ("uti"), migraine ("migraines"), arthralgia ("joint pain") and back pain ("back pain"). In 2013, the patient experienced brain neoplasm (seriousness criterion medically significant) and headache ("headaches,"). In 2014, the patient experienced bipolar disorder (seriousness criterion medically significant), schizophrenia (seriousness criterion medically significant) and thrombosis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced stillbirth (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amniotic cavity infection (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), breast cancer (seriousness criterion medically significant), seizure (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with enoxaparin sodium (lovenox) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, stillbirth, amniotic cavity infection, pregnancy with contraceptive device, bipolar disorder, epilepsy, schizophrenia, brain neoplasm, breast cancer, seizure, device dislocation, haematochezia, thrombosis, mood swings, night sweats, hot flush, cystitis, urinary tract infection, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, nausea, arthralgia and back pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as stillbirth. The vaginal delivery occurred on (B)(6) 2016. The reporter considered amniotic cavity infection, arthralgia, back pain, bipolar disorder, brain neoplasm, breast cancer, cystitis, device dislocation, dysmenorrhoea, dyspareunia, epilepsy, fatigue, genital haemorrhage, haematochezia, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, schizophrenia, seizure, stillbirth, thrombosis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - in march 2009: total bilateral occlusion (B)(6) 2016, us pelvis impression: single viable intrauterine pregnancy at 6 weeks and 1 day. Chest x-ray showing left upper lobe pneumonia. (B)(6) 2016, diagnosis: ~ mild to moderately macerated male fetus of 32 weeks gestational age with no gross external phenotypic abnormalities (gross diagnosis only) diagnosis: a. Placenta (vaginal delivery): ~ 215 gram 32 week placenta with perivillous fibrin deposition - acute chortoamnionitis, mild ~ three vessel umbilical cord with congestion concerning injuries reported in this case the following ones were described in patient medical records: stillbirth, pregnancy with contraceptive device and amniotic cavity infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event: hormonal changes describe: mood swings, night sweats and hot flashes, abnormal bleeding (general), , abnormal bleeding (vaginal, menorrhagia),pregnancy with complication still birth infection (bladder/ urinary tract/vaginal) type: bladder infections, uti, psychological or psychiatric problems condition: bipolar/schizophrenia, migraines / headaches, blood or heart disorder/condition type: blood clots, migration of essure device location of device: stomach, nausea, neurological conditions or problems type: epilepsy, seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: brain tumor, breast cancer, pain, vaginal discharge, fatigue, weight gain, joint pain, back pain were added. Concomitant drugs, concomitant disease, historical condition , lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), stillbirth ("stillbirth"), amniotic cavity infection ("acute chorioamnionitis") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") in a 30-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included breast cancer, pulmonary embolism since (B)(6) 2016, gram-negative bacteremia since (B)(6) 2016, pneumonia since (B)(6) 2016, urinary tract infection since (B)(6) 2016 and sepsis since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced stillbirth (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amniotic cavity infection (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with enoxaparin sodium (lovenox) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, stillbirth, amniotic cavity infection and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as stillbirth. The vaginal delivery occurred on (B)(6) 2016. The reporter considered amniotic cavity infection, pelvic pain, pregnancy with contraceptive device and stillbirth to be related to essure. Diagnostic results: (B)(6) 2016, us pelvis impression: single viable intrauterine pregnancy at 6 weeks and 1 day. Chest x-ray showing left upper lobe pneumonia. (B)(6) 2016, diagnosis: mild to moderately macerated male fetus of 32 weeks gestational age with no gross external phenotypic abnormalities (gross diagnosis only) diagnosis: a. Placenta (vaginal delivery): 215 gram 32 week placenta with previllous fibrin deposition - acute chorioamnionitis, mild three vessel umbilical cord with congestion. Concerning injuries reported in this case the following ones were described in patient medical records: stillbirth, pregnancy with contraceptive device and amniotic cavity infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.